Event description:
Failed spinal block with easy placement of spinal medication from kit. Braun pecan spinal tray lot 60996784 exp 2009-08. This occurred yesterday with same lot. Had to proceed with general anesthesia, which adds additional risk to pt. Block witnessed by others to see swirl with aspiration of csf. Therefore location of injection is without question. Block also done by someone experienced. Dose or amount: 2 ml, frequency: 1, route: it. Dates of use: 2008. Diagnosis or reason for use: total knee replacement.